Event description:
The facility representative reported a flogard infusion pump with a failure code of 49. It is unknown when this condition occurred in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of the failure code 49 was confirmed during device evaluation. However, the cause of the problem could not be identified. No repairs or functional testing were completed for the reported condition. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.